Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the patient complained of multifocal intolerance. The patient tried glasses but his complaints remained the same. The secondary procedure was uncomplicated and the patient's symptoms have resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient wit blurred vision and negative dysphotopsia following intraocular lens (iol) implantation. Approximately four months later the iol was exchanged for a different iol model. Additional information is requested.